Manufacturer narrative:
On november 16, 2020, mentor received the following additional information: mentor became aware that the patient underwent bilateral removal and then bilateral replacement with the following devices: (left) 500cc mentor smooth round moderate plus profile saline catalog: 3502500 lot: 9438879 sn: (B)(6) and (right) 450cc mentor smooth round moderate plus profile saline catalog: 3502450 lot: 7473403 sn: (B)(6). On november 24, 2020, mentor became aware of the following additional information: the patient actually went into surgery for a supposed right breast implant deflation, however, upon removal of the implant, it was reported to be intact but a slight tear was made with the removal tool, a clamp. A mechanical injury was performed on removal. The left implant was removed intact. The right breast implant information is the following: 450cc mentor smooth round moderate plus profile saline catalog: 3502450 lot: 6925207 sn: (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 8, 2020, the mentor failure analysis lab received the device for evaluation. On december 15, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual evaluation a tear was noted in the posterior view, measuring approximately 1.5 cm. A second product was received (6936938). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who underwent primary breast augmentation with a 500 cc mentor smooth round moderate plus profile saline breast prosthesis on the left side, suffered spontaneous left breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient was scheduled for removal and replacement with a 500 cc mentor smooth round moderate plus profile saline (catalog: 3502500) on (B)(6) 2020.